Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 460 mg/dl, treated with a bolus. Customer reported the insulin pump was also alarming no delivery but customer resolved the issued with a complete set change. Customer declined sending the infusion set or reservoir for analysis. Customer reported the infusion set was in an s shape. No further information reported.